Event description:
It was reported that the patient underwent an anterior cervical discectomy and fusion surgical procedure. It was reported that 15 months post-op the patient underwent revision surgery due to a non-union at c6-7. During the revision, it was found that the locking mechanism on the plate had failed and the screws had backed out slightly. The screws and plate were removed and the patient was re-instrumented with new hardware. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visually confirmed locking ring broken in multiple locations. Microscopic examination of fracture reveals a fairly brittle fracture surface with river lines consistent with overload. The location and nature of fractures suggest overload due to screw backout resulting in subsequent failure. Bone screws and x-rays of initial construct not returned for analysis. A review of the device history records did not identify any applicable nonconformance to specification.